Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 141 and 308mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. The strip information was not provided. New strips were sent to him.